Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. Four days prior to receipt of this report, the patient was hospitalized the event. The patient was treated with intraperitoneal cefepime (dose and frequency not reported). The patient was discharged from the hospital three days after admission. The patient was recovering from the event and peritoneal dialysis therapy was ongoing. No additional information is available.